Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 4 mg/ml at 1.99 mg/day, bupivacaine 3 mg/ml at 1.4989 mg/day and fentanyl 2400 mcg/ml at 1199.2 mcg/day via an implantable pump. It was reported that there was an extra 7 ml of meds in the reservoir at refill. It was further reported that all boluses said they were delivered (253 boluses at 0.0275 ml per bolus = 6.9575 ml) but the provider was thinking they were actually not delivered based on the math of activations equaling 7 ml. There were no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included checking logs. Actions/interventions taken included checking again at the next refill if pump reservoir expected volume is off. The issue was not resolved at the time of the report.